Event description:
The surgeon performed a tha and after the surgery x-rays showed misalignment of the shell. Surgeon re-opened the wound and found the acetabular insert to be disassembled. Surgeon completed the surgery using another same size insert.